Manufacturer narrative:
Qc on the day of the event exhibited imprecision. A field service engineer (fse) noticed gel and fibrin in the flow-cell port and sample probe. The fse replaced the electrodes, sample probe and carbon bridge to resolve the issue. The fse verified the instrument's performance.

Event description:
A customer contacted beckman coulter inc. (Bec) to report that the unicel dxc 800 synchron clinical system generated low anion gaps. The samples were repeated on the other instrument in the lab, and those results were reported. Per customer, chloride (cl) results were high, and na qc was high. Actual results were not supplied. The customer stated that the data was unavailable. No wrong results were reported out of the lab. There was no effect to patient treatment.